Event description:
The pt's spouse tried to wake pt up in 2001 and pt was unresponsive. Spouse then used the suspect device to check pt's blood glucose and obtained a result of 131 mg/dl. Pt had not taken meds the previous day. Spouse then called 911. Upon arrival the emt's checked pt's glucose level with their equipment and the level was 36mg/dl. Pt was taken to the hosp and rec'd unkown treatment. Pt was kept in the hosp longer due to a urinary tract infection. Pt also had liver toxemia and liver cancer. The pt expired in the hosp nine days later. Level 1 and level 2 glucose controls were used on the system and both controls fell within range. The suspect device was replaced with new product and authorized for return to the MFR for eval.